Event description:
It was reported that the device system was explanted (pump and catheter) due to granuloma at tip of catheter. It was further indicated that "patient sustained injury and couldn't stand." Noted in the pump logs was a motor stall and recovery on (B)(6) 2012 and infusion drugs were morphine and marcaine.

Event description:
Additional information received further stated that after the patient had the granuloma removed, she developed partial paralysis in her lower extremities and prior to that, she was happy and satisfied. It was unclear as to which time the patient developed lower extremity weakness because it was also indicated that the patient underwent surgery for a lumbar herniated disc and after surgery during her post-op course; she developed bilateral leg weakness. The patient experienced symptoms of "radicular pain"; and "new or different sensory complaint or paresthesias" at the t4-5 level; "bowel or bladder incontinence" and "new or increased weakness in the lower extremities". It was indicated that the patient was never symptomatic but the symptoms could have been overlooked due to the level of pain and the bilateral leg weakness that was associated with the lumbar para-central disc she had, but prior to that she was asymptomatic. It was also noted that the patient had a thoracic magnetic resonance imaging done and this was when a large invasive granuloma was found at the tip of the catheter. It was noted that the patient underwent exploration and partial debridement of the site and the catheter was removed on (B)(6) 2012. The hcp stated that he was informed that the patient had cord and dural involvement and findings showed the granuloma to be at the t4-6 level. The patient recently underwent a "dcs"/ interstim trial in the upper thoracic and lower lumbar regions to attempt pain control and the trial was successful. It was reported due to the event that the patient had suffered permanent partial motor loss in her lower legs; that her pain was uncontrolled; and that she was now living at a rehabilitation facility and taking oral medications.

Event description:
Additional information received reported a magnetic resonance imaging (MRI) was done on (B)(6) 2012 on the thoracic spine with and without contrast. No pathologic marrow lesions were identified. However, a 2.0 x 1.0 cm lesion in the central canal at t5 level was noted. The motion limitations of this study precluded accurate assessment of the relationship of the lesion to the dura. On (B)(6) 2012, surgery was done to remove the t5 mass. A mass that when opened was filled with black grumous material, was dissected out and the thickened dura and the rind of the granuloma was removed except for a layer that was intimately adherent to the dorsum of the spinal cord. It was felt that removal of that portion would be injurious to the cord. The pump catheter was in this area and the terminus of the catheter was at the level of the granuloma. The catheter was left in the intrathecal space with the understanding that it would most likely need to be removed later. The procedure was tolerated well. The pathology report showed granulation tissue, dense fibrosis, and portions of necrotic or infarcted soft tissue with a peripheral fibroblastic organization. No organisms were identified. Pathology of the intraspinal content showed dense fibrous pseudocapsule with areas of necrotic debris and chronic inflammatory response (consistent with history of pain pump), negative for atypia; additional stains for acid fast and fungal organisms was negative and no bacterial organisms seen. Pump logs confirmed a motor stall occurred on (B)(6) 2012, the same day as an MRI was performed, rather than (B)(6) 2012 as previously reported. The concentrations and dosages were morphine 30.0mg/ml, 19.703mg/day, and marcaine 2.0mg/ml, 1.3136mg/day.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomaly and corrosion. The technician noted significant resistance when trying to turn gear three isolated from rest of gear train manually. Significant residue was seen around the o-ring after disassembling gear wheel 3 and gear 3 from the top bridge assembly. Analysis of the catheter found no significant anomaly. Before decontamination the technician visually inspected the catheter returned and found no granuloma at tip of catheter. The catheter (segment 3) was partially occluded during decontamination, but was able to break loose of the occlusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Further investigation of the pump showed that there was no pump motor and gear train anomaly or corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.